Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was damage to the driveline sheath of the patient¿s ventricular assist device (vad). The patient was seen in clinic for routine visit. Previous outer sheath tape repair coming undone. Previous tape repair removed and outer sheath driveline repair performed. Several areas of outer sheath damage along length of driveline, approximately 10" in length. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed that the previous outer sheath repair was coming undone, confirming the reported event. Previous tape repair was removed and driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline sheath repair damage may be attributed to factors such as normal wear over time, improper handling. If information is provided in the future, a supplemental report will be issued.